Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed self-test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device log provided by the customer and determined that this malfunction of the capacitor, therapy printed circuit assembly (pca) and possibly processor printed circuit assembly (pca) however the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The root cause of the component's failure could not be determined. The device is eol.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device failed self-test. There was no patient involvement.